Manufacturer narrative:
Internal complaint reference case-(B)(4). Article: kondo, e., yasuda, k., miyatake, s., kitamura, n., tohyama, h., & yagi, t. (2012). Clinical comparison of two suspensory fixation devices for anatomic double-bundle anterior cruciate ligament reconstruction. Knee surgery, sports traumatology, arthroscopy, 20(7), 1261-1267.

Event description:
It was reported that on literature review ¿clinical comparison of two suspensory fixation devices for anatomic double-bundle anterior cruciate ligament reconstruction¿, the patient had a moderate knee pain at 2 years follow-up, revision required. No further information is available.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Insufficient product identification information was provided, and thus, a manufacturing record review could not be conducted. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.